Manufacturer narrative:
510(k) number: k142688. Cook ireland ltd (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi)(importer). Exemption number: e2016031. Information pertaining (B)(4). Importer site establishment registration number: (B)(4). Documents review: the echo-hd-25-c device of unknown lot number involved in this complaint was not returned for evaluation. With the information provided, a document based investigation was conducted. The customer complaint is considered to be confirmed based on customer testimony. As per customer testimony, "he believed the problem was advancing the needle. Doctor stated that on the third pass he felt resistance as he punctured (extended the needle). The needle did go into the lesion and the sample collected. He believed this is when the scope was damaged. There was no kink reported for this complaint" additional information was received as follows: any resistance experience felt when accessing the target location? Yes. The first 2 passes no, but on the 3 pass there was some resistance as the doctor extended the needle into the lesion. If resistance experienced, was the scope straightened? Alternative angle sought for puncture? The needle went into the lesion and no further passes were attempted. Is the sheath clearly visible exiting the scope prior to puncture? Any issue there? This was not confirmed by the doctor, but I believe this to be the case. Is the sheath clearly visible exiting the scope at all times during the procedure? (Not confirmed) was sheath adjustment required during procedure? Possibly, but not done. At what point in the procedure is the issue is occurring e.g. When first extending the needle from the sheath, during the to/fro movement of the pass or removal from the scope? I believe when extending the needle into the lesion. Is it during the first pass or subsequent passes? Subsequent passes is any issue experienced with the needle prior to the scope damage e.g. Any friction felt during to/fro that would indicate needle damage before being withdrawn through the scope? No. In all cases is it the timing the same? There are no details for the first occurrence. The doctor did not feel and resistance that he can remember. Was the needle locked in place at zero when inserting / removing the device from the scope? Yes needle locked at zero. Where was the target lesion e.g. Liver, pancreas, etc.? (I believe it was the pancreas, accessed from the duodenum) where was the scope damage? Is it the accessory channel or the distal end of the scope (if leak test performed)? Distal end of the scope is the belief, but the report has not come back yet. Has it always occurred with a 25ga procore? Any other needle type or size? Only the procore 25g at this stage as this is the most commonly used needle was any other needle aside from cook used in the damaged scope? No is the device available for return? No if the report involves a kink or bend in the needle, where is this located on the device (handle end or patient end)? No kink reported with these two events please describe the location in the body for the intended target site (pancreas, stomach, etc). I believe it was the pancreas, accessed from the duodenum please describe the size of the intended target site. Not known if not with the device in question, how was the procedure performed and/or finished? I believe completed with the device in question what is the endoscope manufacturer and model number that was used with this device? Pentax slim linear was the needle able to be fully retracted before removing from the patient? Yes I believe so was needle penetration of the targeted site difficult? ? Yes. The first 2 passes no, but on the 3 pass there was some resistance as the doctor extended the needle into the lesion. Was the stylet in place inside the needle when advancing into the targeted site? Yes how many biopsies were obtained with use of this needle? 3 passes as reported below did any section of the device detach inside the patient? No. A definitive root cause for the customer complaint could not be determined however it is possible that excessive force was applied during procedure. During third pass resistance was felt while extending the needle into the lesion, as noted in additional information received. Additionally another possible root cause could be that the endoscope was in flexed or twisted position during the procedure. Prior to distribution, all echo-hd-25-c devices are subjected to functional checks and visual inspection to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. The instructions for use, ifu0077-4, advises the user to ¿during needle adjustment or extension, ensure device is attached to accessory channel. Failure to attach device prior to needle adjustment or extension may result in damage to endoscope¿. There is no evidence to suggest that the customer did not follow the instructions for use, ifu0077-4. Summary the customer complaint is considered to be confirmed based on customer testimony. The risk associated with this occurrence was determined to be no risk (category iii). According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
Initial notification states: "(B)(6) head of department- endosocpy - (B)(6) hospital has reported a punctured pentax slim linear scope during endoscopic ultrasound procedures using the cook procore needle 25g. I dont have any more details of the needle at this stage".

Manufacturer narrative:
510(k) number: k142688. Cook ireland ltd (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi)(importer). Exemption number: e2016031. Information pertaining to section g. 1 as follows: importer site contact and address: (B)(4) cook medical incorporated (cmi) 1025 acuff road p.o box 4195 bloomington indiana 47402-4195. Importer site establishment registration number: 3005580113. Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
Initial notification states: "dr (B)(6) - head of department- endoscopy - (B)(6) hospital has reported a punctured pentax slim linear scope during endoscopic ultrasound procedures using the cook procore needle 25g. I dont have any more details of the needle at this stage".